Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during trocar site closure, when they applied tension on the device, it did not open when trying to pick up the suture, and also it was very loose for the suture, it kept on running away when they tried to pull it up. They used another device to resolve the issue in order to complete the case. There was no patient injury.